Event description:
The facility representative reported blood backflow upon start up of a patient infusion. The device displayed a constant occlusion alarm. The infusion was stopped and the tubing was disconnected from the patient. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.